Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that the fixation feature was found detached. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA:04/27/2022. . H6 component code: g07002 - fixation tab failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a406 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged on the surface and at the tips, in addition, the fixation tab was observed to have both sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.